Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a peripheral vascular intervention the tip of the catheter had detached within the patient's left common iliac artery. The physician had acquired femoral artery access and during a catheter exchange over a stiff .035 wire the catheter tip detached. The catheter tip at the time of detachment was located in the patient's common iliac artery and remained on the guide wire. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.